Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned device found signs of repeated use (nicked or gouged) and is fractured on lateral side of post. All pieces returned. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a fractured provisional was received via the worn instrument return program. Attempts have been made and no further information has been provided.